Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, false reactive atellica im toxoplasma igg (toxo g) patient results. Siemens has reviewed atellica im toxo g patient data from 07-mar-2019 to 26-jun-2020 and reagent lot 260 is recovering comparably with previous reagent lots 247, 249, 251, 252, and 258. Siemens is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A false initial reactive (positive) atellica im toxoplasma igg (toxo g) result was obtained on a patient sample. The customer performed repeat testing of the same sample, resulting reactive (positive). The reactive (positive) results were considered discordant compared to a nonreactive (negative) alternate toxoplasma igg test method result. The nonreactive alternate toxoplasma igg (toxo g) result was reported to the physician(s) as a corrected result. There are no known reports that treatment was altered or prescribed or adverse health consequences due to the discordant, false reactive atellica im toxoplasma igg (toxo g) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00195 report on 08-aug-2020 for false positive atellica im toxoplasma igg (toxo g) result. (B)(6) 2020 - additional information: siemens completed an internal study on atellica im system for toxoplasma igg (toxo g) assay. During the study toxo g reagent lots 258, 260 and 262 were used. Toxo g reagent lot 252 expired on august 9th, 2020 and was relabeled to reagent lot 997. Results generated with lot 997 were solely for informational purposes. Fifty (50) normal patient samples from siemens and fifty (50) patient samples from france were tested in replicates of 3 (n=3). The final interpretation was the same for all 50 samples from france and for 49/50 patient samples from siemens. The one siemens normal patient sample was reactive with reagent lots 997, 258 and 260 and equivocal with reagent lot 262. This is a cut off sample (10.0 iu/ml) and recovery was within acceptable precision at that level. Siemens continues to investigate. In section h6, the health effect - clinical code, clinical impact code and the component code were added.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00195 report on 08-aug-2020 for a false positive atellica im toxoplasma igg (toxo g) patient result. MDR 1219913-2020-00195 supplemental report 1 was filed on 19-oct-2020 for additional information. 09-dec-2020. Additional information: siemens has concluded the investigation. The patient sample was stored frozen between the initial and repeat toxo g testing. There was not sufficient sample volume available for further investigation by siemens. The patient sample(s) were not tested for the presence of heterophilic antibodies, however based on the information provided, there may be a potential interferent that is patient specific and resulting reactive (positive) with the atellica im toxo g assay. An interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements, and/or herbal medicine in the blood. The customer was not able to provide the total number of toxo g nonreactive (negative) samples they have tested with reagent lot 260, therefore a relative specificity for this site cannot be calculated. The customer did not observe any other similar cases with other patient results. Based on the investigation, a product problem was not identified. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.